Manufacturer narrative:
Ge investigation: it was reported the heart rate changed to -68 bpm at 07:30 am on (B)(6) 2017 without user interaction while the dash monitor was in combo mode with an apexpro telemetry server. Ge installed a sniffer setup to collect network traffic for all devices in the affected care unit. In addition, the telemetry server log files were collected. Review of the server logs and sniffer logs did not identify any issues with random limit changes outside of the normal ranges. Based on the available information, ge could not determine the root cause of the reported issue. Ge recommended the customer remove from the network a dash monitor that was found to be operating at an older software version compared with the other dash monitors. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported the hi hr alarm default changed to -68 bpm without user interaction. There was no reported patient consequence.